Event description:
There was an allegation of a discrepant hiv result with the cobas® mpx assay from the cobas 6800 analyzer for a single patient. On (B)(6) 2025, the initial sample (plasma) generated a reactive hiv on the cobas 6800. The same sample (plasma) was repeated and generated a non-reactive result. Serology with the alinity system was negative.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The observed discrepancy is most likely attributable to a very low viral load, near or below the assay¿s limit of detection (lod), or alternatively to environmental contamination or a nonspecific amplification event.